Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination revealed a partial separation at the collar/proximal shaft bond with the ptfe intact. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-01583. Reportable based on device analysis completed on (B)(4) 2015. It was reported that a shaft kink occurred. The target lesion details are unknown. While performing a complex case, the collar of the guidezilla device kinked. No patient complications were reported. However, device analysis revealed a shaft break.